Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms due to a disruption of mobile power unit (mpu) power was confirmed via submitted log files. Submitted log files revealed, on (B)(6) 2024 at 23:12:14, the bus and relative state of charge (rsoc) voltage on the black power cable connected to the mobile power unit begins to decrease consistent with disruption of power to the mpu. Voltages continue to decrease until 23:29:23 activating low voltage and power cable disconnect alarms. At 23:31:29, voltage on the mpu reverts to expected values. Pump operation was not affected, and the device appeared to function as intended. Product was not returned for testing. Additional information revealed that the following is unknown, the serial number of the mpu, if the mpu has a v-lock connector, if the wall ac power cord came loose at the wall or the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event. The root cause for the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage hazard conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Lot/serial number was not provided, therefore a DHR review will not be performed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were unknown, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted and suffering from sepsis. The patient's family decided to transition the patient to palliative care. The patient passed away on (B)(6) 2024. The death was not considered to be related to the functioning of the heartmate 3. Log files contained a loss of external power event as well other routine low voltage events. The loss of external power event appeared to have been a result of a simultaneous system controller lead disconnect from power. The log files also revealed that at 23:12:14, the bus and relative state of charge (rsoc) voltage on the black power cable connected to the mobile power unit (mpu) began to decrease consistent with disruption of power to the mpu. Voltages continue to decrease until 23:29:23 activating low voltage and power cable disconnect alarms. At 23:31:29, voltage on the mpu reverted to expected values. It was reported unknown whether the mpu had a v-lock connector on the ac power cord. It was unknown whether the ac power cord came loose at the wall outlet or from the back of the unit. It was also unknown whether there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was in service at the time. The loss of external power was believed to be related to error in transportation and transferring from the skilled nursing facility to the ambulance and then to emergency department. The emergency room staff stated the patient was received with one power lead attached to a 14 volt battery and one power lead attached to the mpu which was not plugged into wall power.